Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify responsive buttons or alarms due to critical pump error. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and also had error. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.